Event description:
It was reported that during a drug eluting coronary stenting treatment procedure, balloon deflation difficulties were encountered. The physician had deployed two taxus express2 drug eluting stents in a heavily calcified rca. He then successfully deployed the taxus express2 3.0 x 20 mm drug eluting stent but the balloon would not deflate. The lesion was not predilated. The stents were placed concurrently. Multiple maneuvers were attempted unsuccessfully; the guide catheter was finally brought down to the balloon, but it could not be captured in the guide. The physician "aggressively" pulled the system out, but the distal end of the balloon sheared off in the proximal portion of the stent. Again, multiple attempts were made to retrieve the portion that was retained. The pt developed restriction of blood flow in the vessel and subsequently had EKG changes, requiring need for emergent coronary artery bypass grafting and removal of the balloon fragment. The pt is reported to be satisfactory.